Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-48740. It was reported the patients leads displayed low impedance. Surgical intervention was undertaken to address the issue. During the procedure it was noted one of the patients leads was fractured and the other bent. The extensions were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported that the extension was bent was confirmed. As received, the lead had a sharp bend in the lead body 4.0cm from the tip of the terminal end. At this location there was instrumentation damage to the outer tubing causing a wire to be broken. There were multiple places on the lead body where the outer tubing was abraded, breached and internal wires were exposed. Continuity showed channel 4 was electrically open due to the broken wire in the lead body. Due to the small amount of discoloration inside the lead body and no reported high impedance issues prior to explant, these anomalies are consistent with explant damage. The root cause of the bend in the lead body could not be conclusively determined.